Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor assembly. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 140mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was not exposed to a high magnetic field, but he was not able to rewind the device. Advised the customer that the insulin pump will be replaced and revert to back up plan. The customer called back to report being at the emergency room due to diabetes ketoacidosis and high blood glucose of 433mg/dl. The caller was experiencing frequent urination and vomiting. The caller stated that he has been off the insulin pump since he received the motor error alarms during a rewind. No further information was provided.